Manufacturer narrative:
(B)(4). The reported complaint was not verifiable. Per the perfusionist the battery icon was not on the screen at start up but appeared later. After the unit was plugged into a/c power the battery icon and the charging light were green. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the batteries were not charging. The unit was plugged into alternating current (a/c) power. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.